Event description:
This pacemaker is a part of fsca (B)(4). On 2023-02-15, there were no abnormal battery impedance. As per the revised guidelines, the device was replaced on (B)(6)2023.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report